Manufacturer narrative:
This patient's original surgery was performed on (B)(6) 2022 and received a custom implant that would slide over the primary hip stem the patient had. We put in a distal femur that was revised for the first time on (B)(6) 2022 swapping out just the modular parts (tibial spacer, distal femur axial pin, hinge). The patient underwent a second revision on (B)(6) 2022 swapping out the modular parts (tibial spacer, distal femur axial pin, and hinge). The custom implant was not centered around the existing hip stem so the segment came loose and needed to be revised again on (B)(6) 2023. The root cause for the distal femur loosening could not be determined. Based upon the device history records, sterilization records, and interview with the sales representative the investigation concluded that the root causes of the alleged infection is not likely due to the design, manufacture, and/or sterilization of the components. The eleos complaint history record was reviewed, which found this to be the first complaint for distal femur loosening. A complaint trend was not identified at this time. If additional information is received regarding this event, this complaint will be updated accordingly.

Event description:
This patient's original surgery was performed on (B)(6) 2022 and received a custom implant that would slide over the primary hip stem the patient had. We put in a distal femur that was revised for the first time on (B)(6) 2022 swapping out just the modular parts (tibial spacer, distal femur axial pin, hinge). The custom implant was not centered around the existing hip stem so the segment came loose and needed to be revised again on (B)(6) 2023.

Manufacturer narrative:
The investigation in progress, additional information for this event is not known at this time, if additional information is received, a supplemental report will be submitted accordingly. The following mdrs were submitted (list out each component). 3013450937-2023-00232. 3013450937-2023-00234. 3013450937-2023-00235.